Event description:
The implantable pulse generator (ipg) system was received post mortem from a funeral home. Per the manufacture's database the patient died approximately 3 years post implant of the implantable pulse generator (ipg) and 10 years post implant of the leads. Cause of death was sepsis, bacteremia and acute renal failure. The source of the sepsis was not reported.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.